Manufacturer narrative:
(B)(4). Approximate age of device- 44 days. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. On (B)(6) 2018, it was reported that the patient was admitted to the hospital with an elevated lactate dehydrogenase (ldh) of 1372 u/l and elevated pump parameters. Pump thrombosis was suspected. On admission, the patient¿s inr was 2.5 with no signs of hemolysis or heart failure. The patient was started on a heparin and aggrenox infusion. On (B)(6) 2018, it was reported that the patient¿s ldh was in the 900¿s u/l and vad flows and powers appeared to be within normal limits. The customer planned to continue to monitor the patient. No additional information was provided.